Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 system had a low disk error and drawer failure and not able to pull meds. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ d-4k- stn pacu hh cubie drawer 4-2 failed req. Maint. ¿ case: (B)(4) ¿ station not seeing patient and orders. ¿ case: (B)(4) ¿ low disk space for pac. A review of the device history record for sn (B)(6) was performed from the date of manufacture 17-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the low disk error and drawer failure occurred. A field service engineer cleared temp files on d drive and called technical support center who were able to move the allocation of the temp file to a different windows drive to prevent the same issue from reappearing. The system functioned as intended after the field service engineer troubleshot the device.